Manufacturer narrative:
(B)(4). Femoral component catalog # 00584201401 lot # 61855514. Tibial component catalog # 00584200401 lot # 61842490. Articular surface catalog # 00584202408 lot # 61750964. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04378, 0001822565-2018-04379, 0001822565-2018-04380. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently patient started experiencing sharp pains and experiencing stiffness.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.